Event description:
A pt reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would only prompt "error 1" message. There was not a result on their meter as the pt was unable to test. Pt reported symptoms of dry mouth. Treatment was medication for diabetes. No further info has been reported.